Event description:
It was reported that during a hysterectomy procedure, the teflon pad melted during surgery (smoked). No further info is available.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.